Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-21403. It was reported that the patient experienced ineffective stimulation. Reprogramming could not be attempted as the ipg was at 'stim off.' X-rays confirmed lead migration and it appeared the lead may have pulled out of the ipg header. Surgical intervention will be taken to address the issue.